Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material (seeds) clogged in the scope instrument channel indicating insufficient cleaning; however; the customer returned the device without reprocessing due to the defect which caused the foreign material to remain in the nozzle. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber tube leaking, objective and light guide lenses white-clouded, angle rubber adhesive cracked, and connecting tube had pinhole. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope, an instrument was found blocked in the scope working channel. It was reported that the scope was not reprocessed by machine and the correct reprocessing was not possible due to the defect. Upon inspection and testing of the returned device, foreign material (seeds) was found clogged in the scope instrument channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.